Event description:
Mechanical complication of prosthetic joint, continued pain, infection/inflammatory reaction to the prosthesis, problems with gait and walking, elevated metal ions in the blood, metallosis, continued pain after revision surgery. Consults with dr. (B)(6) in (B)(6) 2010 for pain. Prescribed darvocet and mobic.